Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The weld around the ratcheting mechanism was broken. It was noted the complaint sample was returned incomplete as the removable nose of the impactor was not returned. Instructions for use instruct state manual surgical instrument's have a limited life-span which is generally determined by wear or damage due to repeated intended use. The device history record (DHR) was reviewed and no discrepancies were found. No further investigation is required. Complaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure the impactor locking mechanism broke while impacting the cup. The cup was positioned before it broke. All pieces were retrieved and there were no adverse events reported as a result of the malfunction.